Event description:
It was reported that the left ventricular lead had low impedance. During a device changeout procedure, the lv lead had lower impedance after being connected to the new device and the lead was noted to have "cable exposure." The physician used a lead splice and completed the procedure. The patient had pocket stimulation with lv pacing, so lv pacing was programmed off. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.